Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be tested/ confirmed as the plunger, suture, link, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b6: relevant tests / laboratory data. H6: device code 2017 removed.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mild to moderately calcified left common femoral artery was attempted using a proglide device with a 6f terumo sheath after an interventional percutaneous coronary procedure. Reportedly, a suture break occurred during proglide device removal from the patient anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.